Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation, there is no reported indication that the device did not function as intended as the device was inserted and deployed, final hemostasis was achieved at the access. It should also be noted that hematomas and pseudoaneurysm are known complications of endovascular procedures or vascular closure. (B)(4).

Event description:
Vascade device was selected for closure. The device was inserted into the sheath and deployed. The sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted. The collagen was deployed and the device was removed. Final hemostasis was achieved with the device. Post procedure, a hematoma was noticed and the nurse repositioned pressure. Later the patient went to surgery to evacuate the hematoma. It was noted that there was no damage to the artery. In addition to the artery access, there was a venous access site with an 8fr sheath in ipsilaterally which was noticed to be kinked. This could have contributed or been the cause of the hematoma.